Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information was added to d4, h4 and h6. D4: lot#: the lot# is 60246067, previously submitted as ¿asku¿. D4: expiration date is 02/28/2023, previously submitted as ¿ni¿. D4 unique identifier (UDI) # (B)(4), previously submitted as ¿ni¿. H4: the lot was manufactured from june 18, 2020 ¿ june 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred during the unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve tubing of an em2400 valve set disconnected from the tip that plugs into connector 67 which resulted in a leak of unspecified solution. This event occurred while filling a bag with solution prior to patient use. There was no patient involvement. No additional information is available.